Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. Further information was requested but not received.

Manufacturer narrative:
The reported event of a loss of ble telemetry was confirmed. Based on the information provided, it was confirmed that the ble was disabled due to a device anomaly.

Event description:
Additional information received indicated the ICD was in juno only mode (jom) and was recovered successfully using the recovery protocol. There were no reported patient consequences.